Event description:
A rental bariatric bed was delivered and used while the patient was in the operation room. When plugging the cord into the socket, the cord sparked and became frayed. This is a removeable power cord to an external air pump.